Event description:
It was reported that the user experienced recurrent hyperglycemia while using the ilet, with blood glucose reaching approximately 319 mg/dl, and the caregiver expressed concern that the device was not dosing; the user employed subcutaneous insulin by pen as backup therapy, and an insulin occlusion alert and incorrect device date/time were noted before the infusion set and site were replaced. Symptoms included hyperglycemia. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component involvement, despite an occlusion alert and subsequent confirmation of drops at the tubing tip before site replacement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.